Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: concomitant devices reported: lockscr ø5 self-tap l40 tan (part# 413.340; lot# unknown; quantity: 1), lockscr ø5 self-tap l44 tan (part# 413.344; lot# unknown; quantity:1), lockscr ø5 self-tap l46 tan (part# 413.346; lot# unknown; quantity:1), lockscr ø5 self-tap l50 tan(part# 413.350; lot# unknown; quantity:1), lockscr ø5 self-tap l55 tan(part# 413.355; lot# unknown; quantity:1), lockscr ø5 self-tap l60 tan (part# 413.360; lot# unknown; quantity:1), cortscr ø4.5 self-tap l52 ti (part# 414.852; lot# unknown; quantity:1), guidewire ø2.8 l300 w/flutes (part# 292.810; lot# unknown; quantity:2), lcp spacer ø5 l2 tan (part# 413.309; lot# unknown; quantity: 2), tomofixtibheadpl anatom med prox le he (part# 440.837s; lot# l918587; quantity: 1).

Manufacturer narrative:
PMA/510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was report that on (B)(6) 2020 that the tomofix plate and screws were removed due to a broken screw. Medical and optical reamers were used to remove the broken screw shaft as well as the large frag hex screw driver. The implant procedure was performed on (B)(6) 2019 due to a high tibial osteotomy. Concomitant device reported: unk - screw: (part# unknown; lot# unknown; quantity: unknown), unk - plates: tomofix osteotomy(part# unknown; lot# unknown; quantity: 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).